Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller screen not displaying any information was confirmed via analysis of the returned system controller. The returned system controller (serial number: (B)(6)) was connected to a test power module and a test system monitor and upon powering on the controller, a white screen with horizontal lines was observed. Due to this issue, no information could be displayed on the lcd screen. The screen issue did not affect the controller¿s ability to operate the pump at the set speed, and the controller¿s audio alarms, and other visual indicators were found to function as intended. The lcd screen was then replaced with a known working test lcd screen and the issue resolved, isolating the issue to the screen. The returned system controller passed functional testing and operated as intended when connected to a mock circulatory loop without any issues or atypical alarms produced. The log files did not contain any data from the reported event date of 03jul2024; however, review of the data in the log files did not indicate any issues with the system controller. The reported event was determined to be due to be an issue with the lcd screen; however, further root cause for the lcd damage could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller screen display lit up, but pump parameters were not visible when the display button was pushed despite the lights appearing. A self-test was performed, and all the lights and sounds were functional. A system controller exchange to the backup system controller was performed which resolved the display issue. There were no alarms. The event log files captured no unusual events. There was no patient impact.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.